Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a steady rise in system impedance measurements currently measuring 160 ohms and at implant measured 100 ohms. Technical services (ts) reviewed and found fine noise and no qrs visible when programmed in secondary and additionally auto setup fails. Ts recommended getting x-rays. The physician is considering a system revision. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.